Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibacterial drugs (doses, frequencies, and routes were not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal/nutrineal therapies were ongoing. No additional information is available.

Manufacturer narrative:
During follow up, it was clarified the cause of the event was due to a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.